Event description:
A malfunction was reported on the customer's insulin pump, identified with malfunction code malf 3, causing the screen to freeze and obscuring the serial number due to wear and tear. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer decided to use multiple daily injections as backup therapy to ensure continuous insulin delivery and expressed interest in acquiring an out-of-warranty loaner pump. Tandem technical support resolved to replace the malfunctioning pump.